Manufacturer narrative:
(B)(4). Closure trigger top. The analysis found that one (B)(4) device was returned with the clamping mechanism damaged and with an (B)(4) cartridge reload present. The cartridge was received unfired. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. It is possible that while attempting to fire an echelon 45 cartridge on the 60mm device the device lock up, and was attempted to reopen by pulling the closure trigger open. This can then result in damage to the closure trigger top component if the applied load is high enough. Please note that to reopen a locked device the red switch should be set to the reverse position and the firing trigger close. These will return the firing mechanism and the device will be able to open. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure the device was loaded with a green reload and would not stay closed. Another device was used to complete the case with no patient consequence.